Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the lower back, which is off label usage of the device on (B)(6) 2022. On (B)(6) 2022, the patient experienced loss of consciousness. Prior to losing consciousness, the patient did not experienced any symptoms and the cgm was reading low. The patient did not recall if the cgm was alerting while it was showing low (the alarm was set to 50 mg/dl) and there was no information about how long the cgm was showing low before the patient lost consciousness. He stated that he is still able to function with a reading as low as 30 mg/dl so he did not notice or remember having any symptoms before losing consciousness. A friend of the patient called an ambulance and the paramedics treated the patient with IV glucose, a blood glucose reading was taken but the patient cannot remember the values. The patient recovered after the treatment and it was not necessary to take the patient to the hospital. At the time of the report, the patient was doing okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.